Event description:
Avg. Weight, cerebral palsy. Allegedly surgeon contacted distributor reporting on radiograph proximal screw was backing out. Replaced with similar claw plate and locking screws and bone grafted. Revised due to screw backing out and pain/irritation to patient.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00141.